Event description:
Per the surgeon, the patient was explanted due to head trauma. Patient was explanted in 2009. No information was provided on reimplantation at the time this report was filed eight days later. More information has been requested.